Manufacturer narrative:
Product ID 3889-28, lot# va1gbq0, implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they encountered the por because they had their setting at the maximum in order to get results. It was noted that the doctor and the rep believe that the wire going to their spine may have moved. They re-reported that their device stopped working and would be removed and a new one put in on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for clarification around the por screen and for the cause the patient indicated they turned their device off and then 2 hours later it wouldn¿t turn back on, they got the por message. The patient noted having to use the highest setting to get results which possibly wore it out sooner and possibly the lead moved. The patient noted having met with the representative at their healthcare provider¿s office and both were in agreement that the device was dead and needed to be replaced and possibly the lead needed to be moved as well. The patient noted that a replacement was planned for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they turned stimulation off and saw a power on reset (por) message when they went to turn it back on. An activity/electromagnetic interference (emi) that could be related to the issue was a "hydroscan" of the gall bladder in (B)(6). As a result of what was reported, they were redirected to their healthcare provider (hcp). Later on that day, rep said they interrogated the ins to reset programming and check impedances, but the clinician programmer (cp) kept reporting a por message. The call center asked them to confirm battery status, at which point, they said it was low. The call center then reviewed that the ins will por if the battery is low and trying to reprogram at lower settings will not likely get the ins to deliver stimulation. The rep then indicated that the patient had been using two programs-program 3 at 6.25v and program 4 at 6.35v-which could have attributed to the shortened ins battery life. Further troubleshooting couldn't be completed due to the low battery. No patient symptoms were reported and no further complications have been reported as a result of this event.